Event description:
It was reported that the defibrillation probe was added and pace probe was repositioned for an unknown reason. Patient was discharged with no complications. No further information is available.